Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient had a blockage in the infusion set's tubing due to which she experienced high blood glucose level. Further, she tried to treat it with a bolus. The infusion had been in use for one day. Subsequently, she was admitted to the hospital for high blood glucose level and was given insulin drip and lantus as corrective treatment. The patient's highest blood glucose level was over 500 mg/dl. Reportedly, the patient experienced acute kidney failure as a permanent damage. Moreover, she still had high blood glucose level (319 mg/dl) when she left the hospital. No further information available.